Event description:
The back table cover in the custom pack was not sterile and was used during the surgical procedure.

Manufacturer narrative:
A custom total knee surgical pack was requested by the account. The account provided a list which included all components they required in their pack. The list did not specify which components were to be placed in the sterile portion and which were to be placed in the non-sterile portion. When the final quote was approved by the account, the back table cover was listed in the non-sterile portion of the pack. The pack was built as initially approved and four surgical procedures were performed before it was identified that the back table cover was not sterile. The four pts have been closely followed post-operatively for the past 4-5 weeks and no complications related to the use of the back table cover have been noted. The remaining product was immediately placed on hold and reworked to replace the non-sterile back table cover with the sterile equivalent. The bill of material (bom) for this custom pack has been revised to reflect the correct placement of the back table cover into the sterile portion.